Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please explain. No, this is a question of wrong label, nothing to do with the product inside. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, on the box the needle is a fs-2 needle which is incorrect, it is usually a fs-2s needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Photo investigation summary; this is an analysis of a photo submitted to ethicon for evaluation. During visual analysis, the following was observed: the photos shows a sales unit box with v2920h product codes, the lot #xbbblzt0, expiration date 2030-07. The finished drawing was compared with the received image and all information was correct. In addition, the qr barcode was readable with the scanner with a result of (B)(6), the last six digits match the batch number. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. There may be other circumstances or issues that occurred while using the device that we were unable to duplicate during our lab analysis. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance.